Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the maintenance replaced the drive manifold to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during maintenance as per the specified cycle, fse found autofill failure in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.